Manufacturer narrative:
(B)(4).

Event description:
It was reported via repair work order that the brakes do not remain engaged due to worn brake cams. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes do not remain engaged due to worn brake cams. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.